Event description:
The oto dr was planned to be implanted for a pm exchange. The ventricular lead (type btf 26d) ws implanted in 2013. It was impossible to insert this lead into the header. Another pm was used and the lead could be inserted into the header then and the inervention could be completed successfully.

Manufacturer narrative:
Please refer to the analysis report attached.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The oto dr was planned to be implanted for a pm exchange. The ventricular lead (type btf 26d) ws implanted in 2013. It was impossible to insert this lead into the header. Another pm was used and the lead could be inserted into the header then and the inervention could be completed successfully.